Event description:
It was reported that the device could not be interrogated and there was no magnet response. The device was thought to have reached end of life because the patient have not been evaluated in 2-3 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.